Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 295 mg/dl after a larger-than-usual lunch while using the ilet, and was advised that the system is still adapting to meal insulin needs. Symptoms included elevated blood glucose. Outcomes included correction underway without alerts, alarms, or escalation. Investigation included troubleshooting and education by support. Investigation of this case revealed no confirmed device malfunction and suggested the event was related to meal size during the device¿s learning period. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.